Event description:
It was reported the light was dimming. No negative impact in state of health reported.

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed. The device passed the quality test at the time of delivery. The technical examination of the video laryngoscopes revealed several user-induced defects that led to a failure of the light output. Due to damage to the blade and a leak between the connector and the housing, liquid can penetrate the interior of the housing where the electronics are located. This damages the circuit board due to a short circuit, which impairs the function responsible for light transmission and leads to a failure of the light output. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).